Manufacturer narrative:
Additional product code: hrs; (B)(4). Device was not explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was report that the patient had original surgery on (B)(6) 2017 for treatment of a distal radius fracture. Patient was implanted with one (1)2.4mm variable angle (va) locking compression plate (lcp) 6 hole and six (6) 2.4mm variable angle locking screws. On an unknown date post-operative, patient reported to her surgeon that she was having an allergic reaction to the implants. Patient stated that she was feeling deep warmth at the implant sight. No implant removal surgery is scheduled. Surgeon will not be removing the implants due to the fact that the fracture is healing nicely. This report is for one (1) va locking screw this is report 2 of 7 for (B)(4).